Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was 228 mg/dl. During troubleshooting, the customer was unable to get the display to return. Customer was asked to remove the battery for 10 minutes and insert a new one but customer does not have a new battery. The insulin pump was vibrating and the display remained blank. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.